Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer discussed issue with clinical support after transfer from technical support, but no additional information was received regarding corrective actions taken or final resolution of the event.